Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the company's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
The surgeon reported that a leakage occurred from the valved trocar cannula during a vitrectomy surgery. The problem was solved after replacing the product with another one. No patient harm was reported. No additional information is expected.